Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the popliteal artery using in.pact pacific, it was reported that during inflation balloon twist occurred and the balloon burst longitudinally at 12 atm below the rbp. The device was retrieved and a plain balloon was used to complete the procedure. The lesion was little calcified with 75% stenosis. There was no injury to patient. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Device evaluation: after the decontamination the device was analysed. Visual and a tactile inspection were carried out on the returned device. The balloon was unfolded and showed wrinkles 3 cm from the tip in correspondence of the twist. The 0,018¿¿ guide wire was loaded without any issue. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test evidenced a leak since there were bubbles emerging in the water column. An attempt was made to inflate the balloon. Balloon was visually observed at 1 bar and 2 bar and it was showing wrinkles in correspondence of the twist. No twist was present on the guide wire lumen. It was not possible to inflate the balloon at the np due to a pinhole detected on the balloon through microscope observation. The pinhole was not in the twist area. Evaluation codes: methods: visual inspection. Evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: angio images provided show the patient vascular flow before and after procedure. No images were provided about the procedure to confirm the event (twist and burst).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.